Manufacturer narrative:
The complaint states the scrub tech got distal jig stuck in cutting block. When she attempted to disengage the red actuator broke. The investigation confirmed the failure mode as reported as the trigger on the slide tube has fractured. The instrument was examined. There were no obvious signs of manufacturing defects that could have caused the instrument to be more prone to damage. The dfmea dve-107404-fde for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being 4 (1 in 1000 to 1 in 10,000). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The scrub tech got distal jig stuck in cutting block. When she attempted to disengage the red actuator broke.